Event description:
The customer reported that the images are flickering and will not rotate. No pt injury was reported.

Manufacturer narrative:
The ge service rep ordered a part and repaired the system. System performed as intended.